Manufacturer narrative:
(B)(4). This MDR is to capture one of the two unspecified severe reactions that was reported.

Event description:
It was documented in a social media post that the patient reported a signal loss and two severe reactions occurred. The patient's husband found her unresponsive and administered two glucagon injections. Information about the two severe reactions and the continuous glucose monitor (cgm) or blood glucose (bg) values was not provided. Neither the patient nor her husband received an alert that there was an issue with the patient's blood glucose or that the follow application was not working. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. Per medical review, this report would constitute an adverse event because an allegation against the dexcom system resulted in a hypoglycemic event that required treatment with glucagon. No additional event or patient information is available.